Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product was returned by the customer. As a result, a complaint investigation / product evaluation cannot be performed. Based on the customer provided pump event history log (ehl), the customer reported problem of pump stopping during an infusion was confirmed. The pump stopped infusing on as a result of a system failure - primary audible alarm background test. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported the device was in use with patient for infusion of epinephrine during transport on (B)(6) 2021. The reporter stated the device gave an error alarm requiring biomed code to clear and infusion stopped. The reporter stated the infusion interruption resulted in patient losing heart rate and requiring resuscitation. The manufacturer requested additional information regarding this event and reporter then stated patient had expired (date of death not provided). In response, the manufacturer has requested additional information including: patient condition, cause of death, date of death, treatment provided during resuscitation and whether return of spontaneous circulation was restored prior to patient death. At this time no response has been received from reporter.